Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Found low water pressure and low water flow. Adjusted water regulator. Replaced intermittent jetmate and intermittent power control. Replaced dead batteries and dirty water filter. Replaced red pinch tubing as a preventative measure. Cleaned and resealed powder bowl. Calibrated and checked all functions.

Event description:
Based on the repair notes while using a g132, there was low water flow and low water pressure and the handpiece was getting hot; no injury resulted.